Event description:
Saline filled breast prosthesis removed due to change in chest contour due to malfunction. The date of implant is not known- info was no available in medical records. (Revision left breast reconstruction.)